Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have widespread internal corrosion. The device was discarded by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. The device has not been returned for evaluation at this time.